Manufacturer narrative:
Investigation summary: premature plunger activation. It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect were observed. The image and description provided by the customer for the batch were evaluated and it is possible observe plunger activated. The potential cause for the occurrence is a jam at assembly process, leading to the premature activation. Another potential root cause is a weakening at plunger molding causing the activation force low. Was performed the plunger activation force test at batch release and no deviation were observed for the complaint batch. Additionally, an improvement work is being carried out with the implementation of actions to contain the reported incident the incident reported from this complaint will be monitored for trend evaluation. Needle missing: it was performed the DHR, quality notification and maintenance analysis and no occurrence potentially related to the defect was observed. The image provided by the customer for the batch was evaluated and it is possible observe needle missing. The potential cause for the occurrence is a failure at needle assembly station. To improve the detection for reported failure, a project to replace the vision system to detect the presence of the needle is ongoing additionally, the incident reported from this complaint will be monitored for trend evaluation.

Event description:
It was reported that the plunger in the bd solomed¿ syringe with needle broke when pulling it back. The following information was provided by the initial reporter, translated from portuguese to english: "the customer reports that prior "pulling" (aspirating) the medication sitoneuri vitamin b12 , the plunger broke. There was no leakage, the syringe has not gotten contaminated/dirty nor the patient either. The customer re-used the needle from another syringe, since this syringe has come without needle. There was no patient injury, and the medication has not been aspirated by the syringe.".

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the plunger in the bd solomed¿ syringe with needle broke when pulling it back. The following information was provided by the initial reporter, translated from portuguese to english: "the customer reports that prior "pulling" (aspirating) the medication sitoneuri vitamin b12 , the plunger broke. There was no leakage, the syringe has not gotten contaminated/dirty nor the patient either. The customer re-used the needle from another syringe, since this syringe has come without needle. There was no patient injury, and the medication has not been aspirated by the syringe."